Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a video of an unknown IV set was received from the customer. The set was observed to be attached to a IV pump and a smartsite on the set was clearly leaking. The customer complaint of leaking at the connector site was verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Since no physical sample was received, a full investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no physical sample was received, a full investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified bd intravascular administration set experienced leakage. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. We received notice on friday of a leaking 4-port tubing set.